Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During pressurization, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 3mm proximal of the proximal markerband and extending approximately 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During pressurization, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.